Event description:
Pt woke at 3:00 a.m., on (B)(6) 2010, with elevated blood glucose in the 20 mmol/l (360 mg/dl) range. Pt's parents changed infusion headset as normal. A few hrs later, pt reported pain at the infusion site and parents could "feel something else under the skin." The insertion needle of the infusion set did not come out after the headset was inserted. Pt had to go under general anesthetic at hospital to have insertion needle surgically removed. Pt was admitted to hospital in the morning and left in the evening. Infusion needle that was removed has been discarded and is not available for eval. Infusion set from the same lot will be returned. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.